Event description:
It was reported that the ventilator shutdown. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The control panel did not turn on and was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced control panel was not returned for investigation. Provided ventilator logs were checked. No stop of ventilation was noted. The defective control panel does not affect ventilation. Since the replaced control panel was not returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).